Event description:
Latex balloon portion of the hassan port was located inside the patient abdomen and burst while inside the patient. Part of device retrieved, but some parts still missing. No apparent injury to adjacent structures.manufacturer response for hassan balloon port, hassan balloon port (per site reporter).none at this point.what was the original intended procedure?laparoscopy for gall bladder surgery.